Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported the patient felt the liquid outflowing at the implant at tooth site #47 and went to the clinic for examination. The infection was found. Therefore, the implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). B4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 63815613. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record st# (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63815613 for similar events and two other complaints were identified ((B)(4)). Review completed utilizing keywords: infection. H3 other text: summary investigation.

Event description:
No further event information is available at the time of this report.